Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), device dislocation ('migration of essure device/ migrated left coil'), device breakage ('residual elements of surgical coils noted / inner portion of the tube contain the remaining portions of the matrix of the essure implants') and genital haemorrhage ('abnormal bleeding (general)/ general abnormal bleeding') in an adult female patient who had essure (batch no. 869746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 1. Concurrent conditions included premenopause, dysmenorrhea, absence of menstruation, menometrorrhagia, nickel sensitivity and myalgia. In 2011, the patient experienced alopecia ("hair loss ") and was found to have weight decreased ("weight loss "). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal)"), dysmenorrhoea ("painful menstrul cycle, dysmenorrhea") and abdominal pain ("abdominal pain "). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), dermatitis allergic ("rash/skin condition"), migraine ("migraine"), headache ("headaches"), pain in extremity ("hand pain"), arthralgia ("ankels pain/hip pain/ joint pain"), hypoaesthesia ("numbness in hands"), anxiety ("anxiety"), vulvovaginal pruritus ("vulvar itching"), pelvic adhesions ("pelvic adhesions of omentum to anteriotr abdominal wall"), abdominal adhesions ("pelvic adhesions of omentum to anteriotr abdominal wall"), ovarian adhesion ("periovarian adhesions"), menometrorrhagia ("menometrorrhagia"), genital haemorrhage (seriousness criterion medically significant), complication of device removal ("attempt was made to reach into the proximal portion of the fallopian tube to see if the implant was palpable. The implant could not be palpated or grasped"), menstruation irregular ("irregular menses "), rash ("skin rashes ") and dysgeusia ("a metallic taste in her mouth, metal taste") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysteroscopy with d and c. Hysteroscopic removal of left essure, on (B)(6) 2017 and (B)(6) 2016, right fallopian tube removal and essure coil left essure implant resp. And salpingogram). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, device breakage, dyspareunia, menorrhagia, allergy to metals, dermatitis allergic, migraine, headache, weight increased, pain in extremity, arthralgia, hypoaesthesia, anxiety, vulvovaginal pruritus, pelvic adhesions, abdominal adhesions, ovarian adhesion, menometrorrhagia, genital haemorrhage, vaginal haemorrhage, complication of device removal, dysmenorrhoea, abdominal pain, rash, alopecia, dysgeusia and weight decreased outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, complication of device removal, dermatitis allergic, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypoaesthesia, menometrorrhagia, menorrhagia, menstruation irregular, migraine, ovarian adhesion, pain in extremity, pelvic adhesions, pelvic pain, rash, vaginal haemorrhage, vulvovaginal pruritus, weight decreased and weight increased to be related to essure. The reporter commented: right tube 4 coils; left tube 7 coils patient received treatment for pain, bleeding, allergy, migration, hair loss, migraine, headaches, weight loss diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: confirming tubal occlusion. Imaging procedure - on (B)(6) 2012: result- bilateral occlusion. Salpingogram - on (B)(6) 2016: residual elements of surgical coil noted menometrorrhagia; on (B)(6) 2017: result: residual elements of surgical coils noted; menometrorrhagia. Ultrasound scan - on (B)(6) 2013: results: normal uterus, ovaries, essure coils in tubes. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: lot number 869746 was now also added from deleted in bayer safety database duplicate # us-bayer-2017-235504. No new follow-up information was received from the reporter. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), device dislocation ('migration of essure device/ migrated left coil'), device breakage ('residual elements of surgical coils noted / inner portion of the tube contain the remaining portions of the matrix of the essure implants') and genital haemorrhage ('abnormal bleeding (general)/ general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 1. Concurrent conditions included premenopause, dysmenorrhea, absence of menstruation, menometrorrhagia, nickel sensitivity and myalgia. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced alopecia ("hair loss ") and was found to have weight decreased ("weight loss "). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal)"), dysmenorrhoea ("painful menstrul cycle, dysmenorrhea") and abdominal pain ("abdominal pain "). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), dermatitis allergic ("rash/skin condition"), migraine ("migraine"), headache ("headaches"), pain in extremity ("hand pain"), arthralgia ("ankels pain/hip pain/ joint pain"), hypoaesthesia ("numbness in hands"), anxiety ("anxiety"), vulvovaginal pruritus ("vulvar itching"), pelvic adhesions ("pelvic adhesions of omentum to anteriotr abdominal wall"), abdominal adhesions ("pelvic adhesions of omentum to anteriotr abdominal wall"), ovarian adhesion ("periovarian adhesions"), menometrorrhagia ("menometrorrhagia"), genital haemorrhage (seriousness criterion medically significant), complication of device removal ("attempt was made to reach into the proximal portion of the fallopian tube to see if the implant was palpable. The implant could not be palpated or grasped"), menstruation irregular ("irregular menses "), rash ("skin rashes ") and dysgeusia ("a metallic taste in her mouth, metal taste") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysteroscopy with d and c. Hysteroscopic removal of left essure, on (B)(6) 2017 and (B)(6) 2016, right fallopian tube removal and essure coil left essure implant resp. And salpingogram). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, device breakage, dyspareunia, menorrhagia, allergy to metals, dermatitis allergic, migraine, headache, weight increased, pain in extremity, arthralgia, hypoaesthesia, anxiety, vulvovaginal pruritus, pelvic adhesions, abdominal adhesions, ovarian adhesion, menometrorrhagia, genital haemorrhage, vaginal haemorrhage, complication of device removal, dysmenorrhoea, abdominal pain, rash, alopecia, dysgeusia and weight decreased outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, complication of device removal, dermatitis allergic, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypoaesthesia, menometrorrhagia, menorrhagia, menstruation irregular, migraine, ovarian adhesion, pain in extremity, pelvic adhesions, pelvic pain, rash, vaginal haemorrhage, vulvovaginal pruritus, weight decreased and weight increased to be related to essure. The reporter commented: right tube 4 coils; left tube 7 coils patient received treatment for pain, bleeding, allergy, migration, hair loss, migraine, headaches, weight loss diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: confirming tubal occlusion. Imaging procedure - on (B)(6) 2012: result- bilateral occlusion. Salpingogram - on (B)(6) 2016: residual elements of surgical coil noted menometrorrhagia; on (B)(6) 2017: result: residual elements of surgical coils noted; menometrorrhagia. Ultrasound scan - on (B)(6) 2013: results: normal uterus, ovaries, essure coils in tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: information from duplicate case (B)(4) has been transferred to this present case, including the events migration of essure device/ migrated left coil, abnormal bleeding (general)/ general abnormal bleeding, heavy vaginal bleeding, abnormal bleeding (vaginal), attempt was made to reach into the proximal portion of the fallopian tube to see if the implant was palpable. The implant could not be palpated or grasped, painful menstrual cycle, dysmenorrhea, irregular menses, skin rashes, hair loss, a metallic taste in her mouth, metal taste, weight loss, quality-safety evaluation of ptc and the legacy device report num 2951250-2017-10921. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), device dislocation ('migration of essure device/ migrated left coil'), device breakage ('residual elements of surgical coils noted / inner portion of the tube contain the remaining portions of the matrix of the essure implants') and genital haemorrhage ('abnormal bleeding (general)/ general abnormal bleeding') in an adult female patient who had essure (batch no: 869746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 1. Concurrent conditions included premenopause, dysmenorrhea, absence of menstruation, menometrorrhagia, nickel sensitivity and myalgia. In 2011, the patient experienced alopecia ("hair loss ") and was found to have weight decreased ("weight loss "). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal)"), dysmenorrhoea ("painful menstrul cycle, dysmenorrhea") and abdominal pain ("abdominal pain "). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), dermatitis allergic ("rash/skin condition"), migraine ("migraine"), headache ("headaches"), pain in extremity ("hand pain"), arthralgia ("ankels pain/hip pain/ joint pain"), hypoaesthesia ("numbness in hands"), anxiety ("anxiety"), vulvovaginal pruritus ("vulvar itching"), pelvic adhesions ("pelvic adhesions of omentum to anteriotr abdominal wall"), abdominal adhesions ("pelvic adhesions of omentum to anteriotr abdominal wall"), ovarian adhesion ("periovarian adhesions"), menometrorrhagia ("menometrorrhagia"), genital haemorrhage (seriousness criterion medically significant), complication of device removal ("attempt was made to reach into the proximal portion of the fallopian tube to see if the implant was palpable. The implant could not be palpated or grasped"), menstruation irregular ("irregular menses "), rash ("skin rashes ") and dysgeusia ("a metallic taste in her mouth, metal taste") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysteroscopy with d and c. Hysteroscopic removal of left essure, on (B)(6) 2017 and on (B)(6) 2016, right fallopian tube removal and essure coil left essure implant resp. And salpingogram). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, device breakage, dyspareunia, menorrhagia, allergy to metals, dermatitis allergic, migraine, headache, weight increased, pain in extremity, arthralgia, hypoaesthesia, anxiety, vulvovaginal pruritus, pelvic adhesions, abdominal adhesions, ovarian adhesion, menometrorrhagia, genital haemorrhage, vaginal haemorrhage, complication of device removal, dysmenorrhoea, abdominal pain, rash, alopecia, dysgeusia and weight decreased outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, complication of device removal, dermatitis allergic, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypoaesthesia, menometrorrhagia, menorrhagia, menstruation irregular, migraine, ovarian adhesion, pain in extremity, pelvic adhesions, pelvic pain, rash, vaginal haemorrhage, vulvovaginal pruritus, weight decreased and weight increased to be related to essure. The reporter commented: right tube 4 coils; left tube 7 coils patient received treatment for pain, bleeding, allergy, migration, hair loss, migraine, headaches, weight loss diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: results: confirming tubal occlusion. Imaging procedure: on (B)(6) 2012: result- bilateral occlusion. Salpingogram: on (B)(6) 2016: residual elements of surgical coil noted menometrorrhagia; on (B)(6) 2017: result: residual elements of surgical coils noted; menometrorrhagia. Ultrasound scan: on (B)(6) 2013: results: normal uterus, ovaries, essure coils in tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-dec-2019: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('residual elements of surgical coils noted / inner portion of the tube contain the remaining portions of the matrix of the essure implants'), pelvic pain ('pain / pelvic pain') and device dislocation ('migration of essure device/ migrated left coil') in an adult female patient who had essure (batch no. 869746, 865746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 1. Concurrent conditions included premenopause, dysmenorrhea, absence of menstruation, menometrorrhagia, nickel sensitivity and myalgia. In 2011, the patient experienced alopecia ("hair loss ") and was found to have weight decreased ("weight loss "). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal)"), dysmenorrhoea ("painful menstrual cycle, dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), dermatitis allergic ("rash/skin condition"), migraine ("migraine"), headache ("headaches"), pain in extremity ("hand pain"), arthralgia ("ankles pain/hip pain/ joint pain"), hypoaesthesia ("numbness in hands"), anxiety ("anxiety"), vulvovaginal pruritus ("vulvar itching"), pelvic adhesions ("pelvic adhesions of omentum to anterior abdominal wall"), abdominal adhesions ("pelvic adhesions of omentum to anterior abdominal wall"), ovarian adhesion ("periovarian adhesions"), menometrorrhagia ("menometrorrhagia"), genital haemorrhage ("abnormal bleeding (general)/ general abnormal bleeding"), complication of device removal ("attempt was made to reach into the proximal portion of the fallopian tube to see if the implant was palpable. The implant could not be palpated or grasped"), menstruation irregular ("irregular menses "), rash ("skin rashes ") and dysgeusia ("a metallic taste in her mouth, metal taste") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysteroscopy with d and c. Hysteroscopic removal of left essure and on (B)(6) 2017 and (B)(6) 2016, right fallopian tube removal and essure coil left essure implant resp,). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, device dislocation, dyspareunia, menorrhagia, allergy to metals, dermatitis allergic, migraine, headache, weight increased, pain in extremity, arthralgia, hypoaesthesia, anxiety, vulvovaginal pruritus, pelvic adhesions, abdominal adhesions, ovarian adhesion, menometrorrhagia, genital haemorrhage, vaginal haemorrhage, complication of device removal, dysmenorrhoea, abdominal pain, rash, alopecia, dysgeusia and weight decreased outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, complication of device removal, dermatitis allergic, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypoaesthesia, menometrorrhagia, menorrhagia, menstruation irregular, migraine, ovarian adhesion, pain in extremity, pelvic adhesions, pelvic pain, rash, vaginal haemorrhage, vulvovaginal pruritus, weight decreased and weight increased to be related to essure. The reporter commented: right tube 4 coils; left tube 7 coils. Patient received treatment for pain, bleeding, allergy, migration, hair loss, migraine, headaches, weight loss. Discrepancy noted in date of removal (B)(6) 2016 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: results: confirming tubal occlusion. Imaging procedure - on (B)(6) 2012: result- bilateral occlusion. Salpingogram - on (B)(6) 2016: residual elements of surgical coil noted. Menometrorrhagia; on (B)(6) 2017: result: residual elements of surgical coils noted; menometrorrhagia. Ultrasound scan - on (B)(6) 2013: results: normal uterus, ovaries, essure coils in tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: plaintiff fact sheet received. Lot number added. Onset date of event menorrhagia were updated. Reporter information, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('residual elements of surgical coils noted / inner portion of the tube contain the remaining portions of the matrix of the essure implants'), pelvic pain ('pain / pelvic pain') and device dislocation ('migration of essure device/ migrated left coil') in an adult female patient who had essure (batch no. 865746-inv,869746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 1. Concurrent conditions included premenopause, dysmenorrhea, absence of menstruation, menometrorrhagia, nickel sensitivity and myalgia. In 2011, the patient experienced alopecia ("hair loss ") and was found to have weight decreased ("weight loss "). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal)"), dysmenorrhoea ("painful "menstrual" cycle, dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), dermatitis allergic ("rash/skin condition"), migraine ("migraine"), headache ("headaches"), pain in extremity ("hand pain"), arthralgia (""ankles" pain/hip pain/ joint pain"), hypoaesthesia ("numbness in hands"), anxiety ("anxiety"), vulvovaginal pruritus ("vulvar itching"), pelvic adhesions ("pelvic adhesions of omentum to "anterior" abdominal wall"), abdominal adhesions ("pelvic adhesions of omentum to "anterior" abdominal wall"), ovarian adhesion ("periovarian adhesions"), menometrorrhagia ("menometrorrhagia"), genital haemorrhage ("abnormal bleeding (general)/ general abnormal bleeding"), complication of device removal ("attempt was made to reach into the proximal portion of the fallopian tube to see if the implant was palpable. The implant could not be palpated or grasped"), menstruation irregular ("irregular menses "), rash ("skin rashes ") and dysgeusia ("a metallic taste in her mouth, metal taste") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysteroscopy with d and c. Hysteroscopic removal of left essure and on (B)(6) 2017 and (B)(6) 2016, right fallopian tube removal and essure coil left essure implant resp,). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, device dislocation, dyspareunia, menorrhagia, allergy to metals, dermatitis allergic, migraine, headache, weight increased, pain in extremity, arthralgia, hypoaesthesia, anxiety, vulvovaginal pruritus, pelvic adhesions, abdominal adhesions, ovarian adhesion, menometrorrhagia, genital haemorrhage, vaginal haemorrhage, complication of device removal, dysmenorrhoea, abdominal pain, rash, alopecia, dysgeusia and weight decreased outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, complication of device removal, dermatitis allergic, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypoaesthesia, menometrorrhagia, menorrhagia, menstruation irregular, migraine, ovarian adhesion, pain in extremity, pelvic adhesions, pelvic pain, rash, vaginal haemorrhage, vulvovaginal pruritus, weight decreased and weight increased to be related to essure. The reporter commented: right tube 4 coils; left tube 7 coils patient received treatment for pain, bleeding, allergy, migration, hair loss, migraine, headaches, weight loss discrepancy noted in date of removal (B)(6) 2016 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: results: confirming tubal occlusion. Imaging procedure - on (B)(6) 2012: result- bilateral occlusion. Salpingogram - on (B)(6) 2016: residual elements of surgical coil noted menometrorrhagia; on (B)(6) 2017: result: residual elements of surgical coils noted; menometrorrhagia. Ultrasound scan - on (B)(6) 2013: results: normal uterus, ovaries, essure coils in tubes. Lot number reported (865746) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: update of information (batch is invalid). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.